Event description:
It was reported during a cecum resection a tx60b staples did not hold. Two firings were attempted. The staples site had to be sewn closed. This added time and difficulty to the case. There was no consequence to the pt.

Manufacturer narrative:
Based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was rec'd in good condition. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed. There were no anomalies noted with the formation of the staples. It could not be ascertained as to why the staples reportedly did not hold.